Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 6/25/2014 - medical records received. Patient revised to address metallosis and elevated metal ion levels. Upon revision, fluid, significant synovitis, inflammatory tissue, and a mostly fibrous ingrown cup were noted. The information received does not change the MDR decision. This complaint was updated on: 07/10/2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address pain, mental changes and headaches. As pain is the only reportable reason for revision given, per depuy complaint handling procedures, all revised products are being reported.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).depuy still considers this investigation closed.

Event description:
Update rec'd 07/22/2014- litigation papers received. Litigation alleges stiffness, throbbing, difficulty walking, bouts of vertigo, blurred vision and intermittent (and sometimes very intense) ringing of the ears. Doi and part/lot were identified from invoice. There is no new additional information that would affect the investigation. The complaint was updated on: 08/13/2014.